Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. The product was not returned for evaluation to determine whether a device defect was present. As a result, no analysis could be performed, and the reported issue could not confirmed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on the available information, there is insufficient evidence to determine the exact cause; therefore, unable to exclude device problem was identified as the most probable cause.

Event description:
It was reported to boston scientific corporation that a spyglass discover device was attempted for use during a cholecystectomy procedure on (B)(6) 2026, for the treatment of choledocholithiasis. During the procedure, the scope lost visualization. Troubleshooting steps were performed to resolve the issue, including unplugging and reconnecting all connections, restarting the controller, and cleaning the scope. Despite these efforts, the physician was unable to complete the cholecystectomy due to this event. The patient was sent for a post operative endoscopic retrograde cholangiopancreatography for treatment. No patient complications were reported as a result of this event.